Event description:
It was reported that the twist clamp of the minicap transfer set leaked. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however prophylactic antibiotic treatment was administered for five days. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h6 and h11. H11: the actual device was not available; however, a video of the sample was provided for evaluation. The video was reviewed and showed liquid drops from the bottom of the twist clamp, however, due to a video only and not receiving the actual sample for testing, the sample analysis was unable to determine if there was an internal leak or accumulated liquid inside the twist clamp. It is undetermined if the sample met or failed specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.